Manufacturer narrative:
(B)(4).

Event description:
The consumer implanted for non-malignant pain reported that his stimulation went crazy after going through a strong magnetic field at work. Symptoms reported were over stimulation. He met with a manufacturer representative (rep) and the rep was able to reprogram his device. The change in stimulation was considered sudden.